Event description:
Nellcor puritan bennett rec'd a call on 10/16/1998. Source called to report the following problem: unit will not cycle with all light - emitting diode on and constant single tone alarm.